Event description:
The device is not expected to be returned. The user facility reported the device was checked prior to the surgical procedure and water would not flow through the valve. The surgeon used another valve for the pt with an infectious disease. The valve, which had no flow was disposed after the surgical procedure was conducted. No pt injury, malfunction prior to implantation.